Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
The patient was initially admitted to the hospital with sepsis syndrome on (B)(6) 2016. Patient then diagnosed with cellulitis with right groin (B)(6) and there was a concern for potential stent graft infection. Patient initially implanted with multiple competitor devices for abdominal aortic aneurysm including an endologix aortic cuff. Computed tomography (CT) confirmed the graft was not infected. The patient has been given antibiotics and is in stable condition.